Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that after shaping the tip of the catheter, the physician felt something unusual when delivering the catheter. The catheter was removed from the patient, and it was found that the transparent portion from the tip marker was broken, like a hangnail. The catheter was replaced with a new same type of catheter to continue the procedure. Subsequently, the procedure was successfully completed. The patient condition was reported as no health damage.

Manufacturer narrative:
The investigation found the distal 1cm of the returned sofia catheter flattened. The ptfe lining appeared stretched and was protruding out the distal lumen, which is consistent with the "hangnail" condition described in the reported event. However, no part of the catheter was found to be broken or missing. The flattened section is consistent with the user attempting to insert the catheter without using the provided peel-away introducer as described in the reported event. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the ptfe lining damage, but the damage is consistent with the user attempting to advance the microcatheter through the flattened distal end of the sofia during the reported event.

Event description:
Additional information was received stating that the catheter was inspected after shaping before inserting into the patient, and there were no problems noted at that time. After confirming that there were no problems, the catheter was inserted. The physician doesn't always use an introducer sheath, so this time, the provided one was not used either. However, during follow-up, our sales representative instructed him to use it from now on. A microcatheter was inserted into the sofia, and the physician felt something unusual.